Event description:
It is reported that the disc fractured from impactor during surgery. X-rays were taken and it was determined that no piece remained in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.